Event description:
Since in 2003, the pt reportedly experienced a decrease in speech recognition. The pt reportedly was seen at the center and programming adjustments were made. The pt continued to be monitored by the center. In 2004, the pt was seen by a co rep for device eval. Testing prformed confirmed that the device was functioning. Programming changes and a CT scan were recommended. In 2004, surgery was scheduled to explant the pt's cii device.